Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported thatconnector c35-o disconnected from the tubing. The following information was provided by the initial reporter: material no: unknown, batch no: unknown.   It was reported that the phaseal connector had disconnected from the lowsorb tubing, but both parts were still connected and attached to the cvc lumen.   Verbatim: reported date: 03/29/2021, event date: 03/29/2021. Item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported. The nurse aide asked for the nurse because the patient was bleeding. I entered the patient's room and noted blood on his gown. The phaseal connector had disconnected from the lowsorb tubing, but both parts were still connected and attached to the cvc lumen. The patient was bleeding through this. The disconnect happened between the phaseal injector and tacro low sorb tubing. Blood back flowed from the injector and leaked to linen. D.1. Medical device brand name: connector c35-o. D.2. Medical device type: onb. D.3. Medical device manufacturer: becton dickinson, s.a. (San agustin). D.4. Medical device catalog#: 515070. D.4. Unique identifier (UDI)#: (B)(4). G.1. Manufacturing location: becton dickinson, s.a. (San agustin). G.5. PMA / 510(k)#: k181221. H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported thatconnector c35-o disconnected from the tubing. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the phaseal connector had disconnected from the lowsorb tubing, but both parts were still connected and attached to the cvc lumen.   Verbatim: reported date: 03/29/2021, event date: (B)(6) 2021, item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported. The nurse aide asked for the nurse because the patient was bleeding. I entered the patient's room and noted blood on his gown. The phaseal connector had disconnected from the lowsorb tubing, but both parts were still connected and attached to the cvc lumen. The patient was bleeding through this. The disconnect happened between the phaseal injector and tacro low sorb tubing. Blood back flowed from the injector and leaked to linen.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ optima connector disconnected from the tubing. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the phaseal connector had disconnected from the lowsorb tubing, but both parts were still connected and attached to the cvc lumen.   Verbatim: reported date: 03/29/21 event date: (B)(6) 2021. Item number: not reported; lot number: not reported; item retained in defect depot? Not reported; picture: not reported. The nurse aide asked for the nurse because the patient was bleeding. I entered the patient's room and noted blood on his gown. The phaseal connector had disconnected from the lowsorb tubing, but both parts were still connected and attached to the cvc lumen. The patient was bleeding through this. The disconnect happened between the phaseal injector and tacro low sorb tubing. Blood back flowed from the injector and leaked to linen.